Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same cased as MDR ID: 2134265-2016-01725. It was reported that balloon rupture occurred. The patient presented with acute myocardial infarction. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified mid left anterior descending (lad) artery. Suction was performed and the thrombus remained. A guide wire was advanced however, was difficult to cross the lesion. After the guide wire crossed the lesion, a 1.2mm x 12mm threader¿ balloon catheter was advanced for the dilation. First inflation was done at 12 atmospheres (atms). On the second inflation at 12 atmospheres after 10 seconds, the balloon ruptured. The balloon was removed completely from the patient. Then a 2.50mm x 12mm nc emerge® balloon catheter was advanced for the dilation. This balloon ruptured at 8atm on the first inflation after 8 seconds. This balloon was also removed from the patient completely. The procedure was completed with a non-bsc balloon catheter. No patient complications were reported and the patient's status was good.